Event description:
It was reported that the patient's hip was revised due to osteolysis, wear, and pain. Wear on the liner appeared to be third-body type wear with significant grooving.

Manufacturer narrative:
Evaluation summary: this devices were in vivo for approximately 8 years. Surgical notes were not provided. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Based on the information provided, a definitive cause for the experience observed cannot be determined with certainty. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.